Event description:
Patient had a port a cath ii inserted in 2005. X-rays taken in 2007 revealed infusaport cath had severed with distal portion projecting over the right atrium and right ventricle. Patient required invasive procedure to remove catheter at another hosp.